Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, high voltage cable, high voltage tank, filament drive, snubber board, generator drive, and gib were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a kv error message displayed. No patient injury was reported.